Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the image display on the left monitor was intermittent. There is no report of pt injury associated with this event.